Event description:
Teh insert would not seat. The dr did not feel comfortable with insert adequately locking to baseplate. Opened another 13mm and implanted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.